Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, no patient contact section d6b: if explanted, give date: not applicable section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was dry and crusty. There is no information about the replacement iol. Additional information suggests it was found right away when the lens was taken out of the package. When they opened it up, they noticed that it was dry and crusty. Reportedly account is not sure which patient it was intended for. There was no patient contact. The product is being returned. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: jan 23, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the lens was stuck in the tip of the cartridge and was overridden by the plunger rod. The tip of the cartridge was observed to be bent/distorted. Viscoelastic was observed to be dispersed throughout the cartridge, and none was present in the lens module. Lens removal was attempted but the lens could not be removed from the cartridge; therefore, the lens could not be observed to be damaged. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.